Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.

Event description:
Customer reported mother received a false positive result on(B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22796j, reader sn (B)(4)). Two repeat cue covid-19 tests performed on the same day provided negative results. Individual tested negative on an unknown date with an unspecified covid-19 third party follow-up test (frequency, type of test and brand of test not provided). Individual had no symptoms or known exposure. Cartridges were stored within the validated temperature range.